Manufacturer narrative:
The used company cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The lens was returned advanced to the parting line. Evidence of a plunger override was observed. The nozzle had an aneurysm on the top. The aneurysm split as it entered the thinner tip. Heavy tip stress was also observed. This would indicate the lens was advanced into the tip and retracted. The used company cartridge was cleaned for further evaluation. The lens was removed during cleaning. Topcoat dye stain testing was conducted with accepted results. Scrape marks were observed where the tip was damaged. This damage appeared to have been caused by the plunger. The provided photo matched the returned sample. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Qualified associated products were indicated. The root cause for the reported lens damage appeared to be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the returned, used company cartridge. The lens was damaged due to a plunger override. The plunger damage was visible to mid-optic with the lens still in the cartridge. The returned used cartridge had an aneurysm that started in the nozzle. The aneurysm tore after it moved into the thinner tip. This torn portion was the only "plastic" observed. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The IFU instructs to use viscoelastic, which has been allowed to come to the operating room temperature. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The observed lens and cartridge damage may also occur if the lens/plunger are not positioned correctly for advancement. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The intraocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. In addition, based on the provided information, the cartridge may have been reused. Company cartridges are a single-use device and should not be reused. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the two company lenses were sliced due to a defective company cartridge. The cartridge had a small piece of plastic in the canal where the lens rolls up from the manufacturer. Additional information has been requested and received stating that prior to lens insertion surgeon noticed lens was shredded inside the plastic inserter and tech nurse reloaded new lens and same issue had occurred. As per surgeon opinion plastic inserter issue or inserter handpiece had caused or contributed to event. The surgery was completed on same day with no patient harm.